Manufacturer narrative:
This report is submitted on 06 march 2020.

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). The patient was treated with a topical antibiotic, re-implantation is planned for a later date.